Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Analysis of use history: in the usage history on 12/03/2023 we found that there were four flow schedules. Respectively 4ml/h, 23ml/h, 1ml/h and 2ml/h. The user started the infusion at 13:42:30 and last completed it at 23:10:53. The initial volume, not reset, was 105.09ml and the final volume was 167.72. Values compatible with user programming and actions. Functional analysis: test 01: infuse at a flow rate of 1ml/h for 24 hours, the programmed flow rate must not change incorrectly. Result: the infusion occurred as scheduled without any unwanted changes. Test 02: verification of equipment performance. Programmed flow rate: 1ml/h programmed volume: 24ml programmed time: 24h00min volume infused: 24.5ml error: +2.00% infusion time: 24:00:28 error: +0.03% result: approved. Note 01: administration rate accuracy set ±5.0% in accordance with iec/en60601-2-24. Note 02: to measure the volume, a 25ml graduated glass cylinder was used, code tec-262817, certificate nº 1421/22. Note 03: to measure time, a ki0056 digital chronometer was used, calibration validity: 02/2025. Visual analysis: equipment appears normal as used. Conclusion: in analyzing the history of use, we found no evidence of undue change in flow rate. All flow changes will occur at the user's discretion. We also showed that the infusion occurred according to the programming made by the user. The result of the functional test showed that the equipment is working correctly and precisely. Unconfirmed technical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil:"overinfusion". According to the complainant patient was being infused with 1milliter (ml) and hour on december 03 2023 at 5:00 pm. Upon receipt of the night shift, at 7pm showed the infusion rate was 23milliter (ml) an hour. No evidence found manual change in medical records. The patient's stay was for a period longer than expected, but patient is stable.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.